Event description:
It was reported that a vns patient was experiencing soreness at her neck and was referred for exploratory surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.